Event description:
It was reported that there was a malfunction resulting in leaking air fcv causing insufficient o2. There was no patient involvement.

Manufacturer narrative:
Pharmacovigilance comment: a causal relation between the events and treatment cannot be excluded. However, it is noteworthy that the patient has received multiple treatments with a total volume of 2.7 ml over 2 years in the nose. The reported events are addressed in the label. A trend analysis shows that no medical complaints have previously been reported for this lot number. Based on the current information, the case has been assessed as serious and fulfilling the criteria for regulatory reporting. Distribution comment: based on the current information, this case has been assessed as fulfilling the criteria for regulatory reporting. The case does not fulfill the criteria for regulatory reporting in taiwan. Preventative action: the events are already addressed in the labeling. No action initiated. Manufacturing narrative: a trend analysis shows that no medical complaints have previously been reported for this lot number 13448-3. CAPA: no CAPA needed at this time. (B)(4) (importer) is submitting on behalf of q-med ab (manufacturer). Exemption number: e2015005. (B)(4) 14501 n. Freeway, fort worth, tx 76177, USA (B)(4), importer registration no. 1000118068. Q-med ab att: (B)(4), seminariegatan 21, se-753 28 uppsala, sweden, phone +46 (0) 18 474 90 00. Fax: +46 (0) 18 474 91 01. E-mail: safety.q-med@galderma.com. Q-med ab, manufacturer, registration no. 9710154. Meddra coding: tissue darkness (implant site ischemia) (B)(6) redness (implant site erythema) (B)(6) swelling (implant site swelling) (B)(6) pain (implant site pain) (B)(6) alar area might appear a little bit of scar (implant site scar) (B)(6)